Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and a dose around 0.5 per caller mg/day via an implantable pump for non-malignant pain. It was reported that the patient had been in the hospital since (B)(6) 2016 due to pain and now (B)(6). The (B)(6) was diagnosed about 3-4 days before the report with a positive blood culture. Intravenous (IV) antibiotics were being administered and they were contemplating explanting the pump. They were questioning if the pump was functioning due to the patient¿s pain issue. They had not heard any audible pump alarms, but did not have a programmer to confirm the pump status and event logs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.